Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional mentioned that patient reported that their implant was "not functioning"; doctor was not sure if patient meant with their implant was not working or if therapy was not working. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.